Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a week prior to the report, the patient went to the doctor and was told the nurse what their problem was and the nurse changed the program or something. Patient did not really know what the nurse did. Patient stated that the device did not seem to be helping them. It was reviewed that we would consider 50% or greater reduction in symptoms to be a success. Patient said the device was definitely working. Patient stated that they were going to the bathroom less but they had good and bad days. Patient stated that their reduction in symptoms was almost 50%. Patient stated that before they got the device they would go 20-25times a day and now somedays they go 10times and some it was up to 15times. Patient stated that the device was not controlling the urgency, it was noted that sometimes it controls the urgency but most of the time it did not. Patient stated that during the trial the urgency was not reduced. It was reviewed to increase amplitude and patient said they had increased stimulation. Patient stated that they only increased stimulation one at a time. Patient noted that when they increased stimulation, they would feel it but it was uncomfortable. Patient said after a while they couldn't feel it. It was reviewed that this can be normal and positional changes could affect stimulation sensation. Patient stated that they did not feel like the device was working the way it should. Patient was redirected to the health care provider (hcp) to discuss when they should change programs. Patient noted that they did not know the trial had multiple programs , but three days before the trial was over patient was told to change programs which helped them. No further patient complications were reported /anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was hoping to help stop the urgency that they have to go. The steps taken to resolve was increasing the level. The patient stated that urgency is not helping with the device, but they are going less.